Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited multiple line blocked alarms. `the patient questioned the sensitivity of the alarm and whether there may be an issue with the inset infusion sets, stating that insulin was observed dripping from the tubing needle when a line blocked alarm occurred. Pwd reported an inability to use cleo 90 infusion sets due to adhesive allergy and also reported inability to use tegaderm or underpatches. Pwd stated that line blocked alarms frequently occur overnight, contributing to alarm fatigue. Pwd confirmed that the initial line blocked alarm was related to an infusion set issue; however, reported that subsequent alarms were not reflective of an actual blockage, as the infusion site appeared intact and cgm readings remained within the correction range. Pwd stated there is no consistent sleeping position and that sleep occurs on all sides. Pwd reported using infusion sites on the lower back, buttocks, thighs, and abdomen, and does not use the back of the upper arms. Pwd stated that despite absorption issues when using the buttocks, no line blocked alarms have occurred when the infusion set is placed in that area. Cps indicated there is no known trend of increased line blocked alarms associated with inset infusion sets. Cps advised that alarms may be triggered by pressure on the infusion site during sleep, potentially related to body weight applying pressure to the site. Cps recommended rotating infusion sites more frequently and considering buttock areas without known absorption issues. Pwd verbalized understanding and had no further questions. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a 32-year-old, white, non-hispanic/latino female and weighing 155 lbs.